Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stated that they feel stinging in the middle of their back. X-ray shows lead migration. Surgery may be pending to address this issue.

Event description:
Additional information obtained indicated that the patient underwent surgical intervention where the lead was explanted and replaced, resolving the issue.